Manufacturer narrative:
There is no sample available for investigation. A DHR review could not be conducted since the lot number was not provided. A complaint history review on the product family was conducted from (B)(4) 2012 to (B)(4) 2013. No complaints were received in this range with the same issue. No additional tests were performed as part of this complaint investigation. Customer complaint can not be confirmed due to the lack of product sample and lot # to perform a proper investigation and determine the root cause.

Event description:
The complaint was reported as: when the user disconnected the thoracic catheter, the tube disconnected from the drainage unit and some blood sprayed. No consequence for the nurse or patient.